Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had presented with elevated lactate dehydrogenase (ldh), hgbn, alarms, hemoglobinuria and elevated pump power. The patient underwent an emergent pump exchanged the following day due to suspected thrombosis.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: patient presented to the ed after a night of fluctuations in the numbers on his lvad. At the time of call to the lv ad clinic this morning, his speed was 8300-9200 rpm, flow undetectable, pi 3.1, watts 9.5 - 15.2. Upon admission he was seen by thoracic cardiac surgery, received ns @ 150 ml/hr, heparin gtt 1200 units/h, then 2 units of ffp for warfarin anticoagulation reversal. His ldh was noted to be elevated at 1580, hgbn 53.9, inr of 2.9. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: abnormal pump parameters. Thrombus event: intravenous anticoagulation. Malfunction component: pump; pump body. Device malfunction: yes. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of increased ldh and elevated pump parameters was confirmed based on the evaluation of (B)(4) and the submitted log file. The reported alarms could not be confirmed. The submitted log file showed multiple elevations in pump power above 10w but no atypical alarms were captured. The pump speed of the returned device remained above the low speed limit for the duration of the log file. The pump was returned with the percutaneous lead cut approximately 6" from the pump end bend relief and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were returned and had been detached from their respective pump ports. Examination of the blood-contacting surfaces found depositions of clotted blood in the sealed inflow conduit and sealed outflow graft. Depositions of denatured blood were found in the inlet elbow, inlet stator, outlet stator and around the rotor. The depositions could have caused increased rotor drag, resulting in the power elevations observed in the submitted system controller log file. All of the observed depositions appeared consistent with poor surface washing resulting from an interruption in flow. However, the evaluation could not conclusively determine the cause of the flow interruption. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thoratec¿s approved labeling lists thrombosis and hemolysis as adverse events that may be associated with the use of the left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.